Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The t:slim g4 pump user guide instructs the user to insert the needle into the fill port, then pull back on the plunger until it is fully retracted to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 150 units of insulin during the load process. Reportedly, the customer had filled the cartridge with cold insulin, along with one unit of air. There was no impact to the customer's blood glucose level. The customer was instructed regarding the proper load process. It was indicated that the customer would change the cartridge, following the recommended process.